Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the console displayed error code 58 (self test process failure (one of the tests completed with fail status), 203 (charger error-charger fail (failed charging within timeout 300 ms) and 208 (charger error-charger test fail). There were no patient complications reported. The procedure was no completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Correction to field d7a: sud reprocessed and reused? Correction to field g3: manufacturer zip/postal code. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the alleged aborted/cancelled procedure with a patient under anesthesia or sedation status unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the console displayed error code 58 (self test process failure (one of the tests completed with fail status), 203 (charger error-charger fail (failed charging within timeout 300 ms) and 208 (charger error-charger test fail). There were no patient complications reported. It was confirmed that the procedure was completed.